Event description:
It was reported that there was a defect in the insulin level detection in the cartridge. There was no reported impact to the customer¿s blood glucose level. The customer confirmed they would not return the pump, and no further actions were taken.